Event description:
It was reported that the patient experienced hypoglycemia overnight that was overtreated with oral glucose, followed by hyperglycemia, and additional lows occurred after announcing a dinner meal while glucose was trending downward; subsequent corrections led to fluctuating glucose levels, and the patient disconnected the ilet and reverted to a backup t: slim pump, after which glucose stabilized. Symptoms included dizziness during lows and fatigue during highs, with glucose ranging from 44 mg/dl to 320 mg/dl, and the ilet issued low and urgent low alerts. Outcomes included transient symptomatic hypoglycemia and hyperglycemia without hospitalization, with stabilization achieved after switching to backup therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed user overtreatment of hypoglycemia and subsequent corrective actions that contributed to a rollercoaster effect. It was concluded that the event was related to user management of hypoglycemia and device disconnection rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.